Manufacturer narrative:
Damaged pivot hole with sharp edges.

Event description:
It was reported by service report that the mid section of the litter pivot hole was ripped and there were sharp edges. No pt involvement or adverse consequences are reported.